Event description:
Physician inserted the ivc filter into patient. When filter deployed 2 of the hooks caught in the venous sheath. The physician was unable to dislodge the hooks. The bard rep was called in. The physician attempted to enter through the right ij but it was occluded. Then entered into the left ij with retrieval system and successfully removed the filter from the sheath. At this point both the filter and the sheath were removed and the sheath replaced and a new filter was successfully deployed. The bard rep took the defective filter from the hosp.